Manufacturer narrative:
The insulin pump had a button error alarm and no button response due to corroded keypad traces. The unit was unable to perform the occlusion test due to the button/keypad anomaly. The following physical damage was noted: cracked display window corners, broken battery tube threads, cracked reservoir tube, cracked reservoir tube lip, and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4) .

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error. The patient's blood glucose at the time of incident was 350 mg/dl. The alarm occurred while the customer was playing on the beach and building sandcastles. The insulin pump was returned for analysis.